Event description:
It was reported that the patient is experiencing ineffective therapy. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8100350.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the leads were not surgically revised as programming was able to restore effective therapy.